Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient reported via phone call that the sensor was broken inside of the serter; the sensor was inserted into the customer was but cannula remained sticking out of the needle hub hole in the serter. The patient's blood glucose at the time of incident is unknown. The sensor was not returned for analysis.